Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (lioresal) 2,000 mcg/ml at 418.2 mcg/day via an implantable pump. The patient was scheduled for pump replacement for normal elective replacement indicator (eri). The hcp was unable to successfully aspirate catheter. Unknown if any environmental/external/patient factors might have led or contributed to the issue. A back table prime was performed. The hcp was still unable to aspirate after replacement of pump segment. Attempted to aspirate multiple times, both before and after revision of the catheter. Hcp found a nick in the pump segment of the 8780 and they were replacing the pump segment. Technical services was consulted during the procedure to ensure all steps were appropriately followed. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 25-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.